Event description:
The manufacturer received information alleging a ventilator was alarming for a "ventilator inoperative" alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced. No repairs were performed. The device was scrapped.